Event description:
It was reported the pt is experiencing discomfort at her scs ipg site, and her ipg seems to be protruding. The pt is pending a consultation with her physician to evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.